Manufacturer narrative:
The device was received with a partially missing retainer ring that partially detaches from the reservoir tube lip at the lateral side and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. Also the serial number label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. R&d disposition: for (B)(6) , the location of the missing or damaged retainer ring is from 9 to 12 o'clock. The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit was received with a partially missing retainer ring that partially detaches from the reservoir tube lip at the lateral side and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. Also the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked.

Event description:
Information received by medtronic indicated that the retainer ring was missing and insulin pump battery compartment had issue. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a partially missing retainer ring that partially detaches from the reservoir tube lip at the lateral side and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. Also the serial number label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. R&d disposition d00529896: for (B)(6), the location of the missing or damaged retainer ring is from 9 to 12 o'clock . The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.